Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: (B)(4), model: sc-2352-50, serial: (B)(4), batch: 5008520. Product family: scs-linear leads. Upn: m365sc2352500, model: sc-2352-50, serial: (B)(4), batch: 5007149. Product family: scs-linear leads upn: m365sc2352500, model: sc-2352-70, serial: (B)(4), batch: 5008764. Product family: scs-linear leads upn: m365sc2366500, model: sc-2366-50, serial: (B)(4), batch: 21584987. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had difficulty charging because the ipg was implanted at a slight angle which made it difficult to align. The patient also had pain in the middle of her back at the lead insertion site. The patient underwent a revision procedure in which the ipg was repositioned to a flat plain. During the revision procedure the physician found that there was a muscle herniation at the lead insertion site and repaired the herniation. The patient is doing well postoperatively.